Event description:
Caller is inquiring as to whether we can provide her with a different dressing for her aspira drain. She believes she is having an allergic reaction to the tagaderm dressing. Pt was recommended to see her doctor to determine what her sensitivity is and what type of dressing he would rather her use instead.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.